Manufacturer narrative:
No product has been returned for evaluation, nor were x-rays provided to confirm the reported event. No allegation of product malfunction has been reported. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: fracture of the vertebra ..." No product returned.

Event description:
On (B)(6) 2015 patient underwent an extreme lateral interbody fusion procedure. Four days post index procedure CT scan showed a fractured vertebra at the l4 level endplate. A revision procedure was performed and posterior fixation was added.